Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus tip did not follow the cursor correctly and additionally noted that the power supply and system fan were noisy. All found defective parts were replaced and all other identified issues were resolved. Additionally, the stylus was calibrated to the new touch screen.

Event description:
It was reported that the programmer's touch screen was not working properly, in that the tip of the stylus touch pen did not follow the screen indicator correctly. The programmer was returned for service. No patient complications have been reported as a result of this event.